Manufacturer narrative:
The electrode was returned twisted apart, both the conductors and the insulation, approximately 445mm from the tip end. Only the distal segment of the electrode was returned. There were stretched and deformed coils on the proximal end of the shock coil. An x-ray confirmed all the conductors are fractured in the area between approximately 330 to 445mm from the tip. Laboratory analysis concluded this is consistent with damage due to twiddler's syndrome.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector at the time of the shocks was set to the secondary vector. The patient was sitting in a chair at the time of the events. Technical services advised some testing options. The local representative was unable to reproduce the rhythm with pocket manipulation. The doctor has elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted.